Manufacturer narrative:
If implanted, give date: on or around (B)(6) 2016 device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that thrombus and cerebrovascular accident (cva) occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A watchman closure device was successfully implanted. The day of the procedure the patient experienced symptoms of weakness/numbness in her arm . In (B)(6) 2016, about 3 weeks post procedure, the patient was readmitted to the hospital. The patient experienced an ischemic - embolic subacute cva at the right frontal lobe. Thrombus was noted on the watchman device. The patient was on eliquis at the time. She was given lovenox and bridged to warfarin. She was wheelchair bound for a few weeks and has residual upper extremity weakness. No further patient complications were reported.